Manufacturer narrative:
Updated fields: b4, d5, g2 (remove health professional, user facility), g3, g6, g7, h2, h4, h6, h10, h11. Corrected fields: d5 (getinge engineer).

Event description:
N/a.

Manufacturer narrative:
The previous supplemental report was submitted with the incorrect date received by mfg date. The date received by mfg date should read 2021-12-07.

Manufacturer narrative:
Testing of actual/suspected device (10/3233): a getinge fse has reported that the issue had been duplicated and that the purge valve assembly was replaced. Subsequently, all functional and safety checks performed to meet factory specifications and the iabp was cleared for use and returned to the customer. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a preventative maintenance (pm) service repair, the cs300 intra-aortic balloon pump (iabp) had a k3/k5 leak test fail. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Additional information is being requested in regards to whether or not the customer has requested for getinge to service the iabp unit involved. A supplemental report will be submitted when additional information is provided. Address for the site full name: (B)(6).

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had a k3/k5 leak test fail. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.